Manufacturer narrative:
Positive dysphotopsia, explant, incision enlargement. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (model zxt225 +17.0 diopter) was explanted from the patient's right eye in a secondary surgical procedure, due to the patient experiencing (B)(6) dysphotopsia. Reportedly, the incision was enlarged to remove the lens. No vitrectomy was performed. A competitor lens was implanted as a replacement. The patient was reported doing well post-surgery. The product was discarded by the surgery center. No additional information was provided.